Event description:
It was reported that during follow up the device could not be interrogated. A vibratory alert was then delivered during interrogation and backup vvi was noted. The device was explanted. The patient was fine after event.

Manufacturer narrative:
The reported field event of backup dfo was confirmed in the laboratory via review of the device image. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the reset could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.